Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: unable to activate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the safety mechanism of one device was misaligned and unable to slide over the needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the safety mechanism of one device was misaligned and unable to slide over the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.